Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set detached from the titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further stated there was no noticeable damage. The titanium adapter remained in use. The transfer set was replaced and the patient was given vancomycin 2g as precautionary measure. There was no report of patient injury. No additional information is available.